Event description:
It was reported that during preparation of a 2.25x8 rx xience prime stent delivery system (sds) the stent dislodged from the sds. Reportedly, the sds was not loaded onto the guide wire when the dislodgement occurred and no force was applied to the sds. The device was not used and there was no patient involvement. The sds was replaced with a new same size rx xience prime. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.